Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during training by facility staff, the device delayed charging and internally dumped the energy after charging up to defibrillate. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device has an UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.